Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# va0drdf, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-33, lot# va0drdf, implanted: (B)(6) 2015, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient was implanted for lower back and past the knee pain. Relevant medical h istory includes non-malignant pain and radiculopathy. The patient was feeling normal stimulation coverage until (B)(6), when they started to feel stimulation on and then off without any positional changes, and they weren't experiencing stimulation in their lower back or past their knee. Stimulation would stay on for 30-40 seconds and then it would be off again. Electrode impedance was tested at 3 volts with reference 0 with results of: 1: 970 ohms 2: 634 ohms, and 3: 1663 ohms. Reference 2: 0: 1001 ohms, 1: 634 ohms, and 3: 1663 ohms. Reference 3: 0: 2015 ohms, 1: 1663 ohms, and 2: 1663 ohms. The patient was programmed with 0-1+2+3.5 volts, 450 pulse width, and 50 hertz. Therapy impedance was 1785 ohms. The lead/extension site was palpated and impedance testing was performed at three volts with results for reference three of 0: 2238 ohms, 1: 1930 ohms, and 2: 1914 ohms. Reprogramming using electrodes 0-1+ was done but the patient continued to feel stimulation on and off, and it wasn't up to the patient's back as much. 0=3+ with amplitude up to 5.3 volts was run but the patient still wasn't feeling stimulation. 0+2- with amplitude at 4 volts was run but the patient only felt stimulation to the right leg, but wasn't reporting any on/off stimulation. 0-2+ with amplitude 6.4 volts was run but the patient wasn' t feeling any stimulation. The rep. Later reported the patient would be scheduled for an exploration/revision because they believed the connection may be loose.